Event description:
Machine was continuing to alarm with #40 - concentrate type error pump a, #24 - bicarbonate conductivity, and #21 - bicart empty. Bicart was reprimed, a new one was placed on the machine, and it was wiggled and jiggled to try to get the alarms to go away. Patient was not receiving good dialysis. A new machine was needing to be set up for patient to finish treatment. Pt had 64 minutes left of her treatment. Patient refused to continue treatment on a new machine. Patient signed ama [against medical advice]. Machine was placed in back and put through a bleach cycle - it went through. Throwing 3 errors: 40 - concentrate pump a, 24 - bicart connectivity, 21 - bicart empty. They tried re-priming, re-connecting everything, but still not working. Tagged & marked do not use. Manufacturer response for hemodialysis units, phoenix (per site reporter). [Redacted] (wo [work order] labor ID (B)(4)). Replaced pb pump as it was from year [redacted]-12 years ago. Ran patient sim and bleach and rinse without error. Returned to use on floor and unit ran all day on [redacted] without error. Ticket (B)(4) received from [redacted], she informed me to return to use.